Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was shutting down on its own. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit the misadjusted blocking system is found, the system does not detect the equipment and does not charge the batteries and ac input. The fse proceeded to adjust the anchorage of the system, lubricate it and install all the components. Correct functional tests, and equipment suitable for clinical use.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was shutting down, the counter pulsation ball console switches off by itself. No patient involvement.